Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence, atrophy of the urethra and erosion. Due to the atrophy of the urethra "the device needed to be refitted to make sure the device was working." A new aus device consisting of a 4.0cm cuff, 61-70 cm h2o balloon and pump, was implanted. There were no further complications. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.